Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). This is a retraction for the submission MFR-0001038806-2023-00529 dated march 16, 2023. All the corrected information was submitted under MFR-0001038806-2023-02084-1.

Event description:
It was reported that the implant at tooth location 26 was removed due to implant fracture at implant body. Additional appointment required: yes, to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).